Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an "er2" message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged error message began to appear on the evening of (B)(6) 2010. The cca noted that the patient manages her diabetes with oral medications. The patient denied taking any action regarding her usual diabetes management regimen as a result of the alleged issue. However, 5 or 10 minutes after the error appeared, the patient claimed she felt sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca confirmed the error message was appearing when a blood sample was applied to the test strip. The cca noted that the patient was able to test successfully at the time of the call. The alleged error message was resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.